Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, the lp exhibited high capture threshold in multiple locations. The lp was removed and inspection of the device revealed bending of helix. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.